Manufacturer narrative:
Device evaluated by MFR: the unit returned had tip damage as part of the overall visual revision. The returned device matched the upn provided by the customer. The device had the spring tip damaged (unraveled and stretched), and was also found to be broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID (B)(4).

Event description:
It was reported that the wire broke. Vascular access was obtained via a femoral approach. The target lesion was located in the anterior tibial artery (ata). The vasculature was ¿severely stenosed¿ in the peroneal and posterior tibial with complete occlusion of the ata. The physician further described the lesion as ¿diffuse and calcified¿. The platinum plus guidewire was advanced. The wire became trapped and resistance was felt upon withdrawal of the wire from the peroneal collateral vessel. The wire¿s tip parted at the crural vessel trifurcation. The wire separated 2-3 cm from the distal tip. There was no kinking of the guide catheter. The catheter was deep seated in the ostium and maintained its position in the ostium during the entire procedure. The physician attempted to snare the separated wire in the ata. A balloon was guided to the ata for treatment, and the balloon caught the fragment dragging it into the ata. The procedure was not completed. The patient was an amputee candidate and this procedure was a last effort to save the lower leg. The patient remains an amputee candidate.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire broke. Vascular access was obtained via a femoral approach. The target lesion was located in the anterior tibial artery (ata). The vasculature was ¿severely stenosed¿ in the peroneal and posterior tibial with complete occlusion of the ata. The physician further described the lesion as ¿diffuse and calcified¿. The platinum plus guidewire was advanced. The wire became trapped and resistance was felt upon withdrawal of the wire from the peroneal collateral vessel. The wire¿s tip parted at the crural vessel trifurcation. The wire separated 2-3 cm from the distal tip. There was no kinking of the guide catheter. The catheter was deep seated in the ostium and maintained its position in the ostium during the entire procedure. The physician attempted to snare the separated wire in the ata. A balloon was guided to the ata for treatment, and the balloon caught the fragment dragging it into the ata. The procedure was not completed. The patient was an amputee candidate and this procedure was a last effort to save the lower leg. The patient remains an amputee candidate.